Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk) observed at one day post lasik procedure. Reporter indicated topical steroid eye drop dosage was increased. Upon add'l f/u, reporter indicated the pt issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).